Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided image shows a used broken anchor tip. No identifying information shown. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) incorrect tunnel preparation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the surgeon was deploying the 4.5 twinfix ultra pk suture anchor and the head of the anchor broke. The broken piece was retrieved from patient. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.